Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line message, which was not reproduced during evaluation. Air in line alarms were verified through a review of the event history log and the cause was determined to be an ultrasonic sensor with out of specification readings. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line message. There was no patient involvement. No additional information is available.